Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro delivery system closure device was successfully implanted on (B)(6) 2024. The patient was discharged on dual antiplatelet therapy (dapt). The patient was called for a six (6) month follow up and the patient informed that at an unknown date had a stroke. During the routine 45 day follow up a leak less than 5mm was noted on the closure device. No further information was provided at the time of this report.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro delivery system closure device was successfully implanted on (B)(6) 2024. The patient was discharged on dual antiplatelet therapy (dapt). The patient was called for a six (6) month follow up and the patient informed that at an unknown date had a stroke. During the routine 45 day follow up a leak less than 5mm was noted on the closure device. No further information was provided at the time of this report. It was further reported that the date of the stroke was on (B)(6) 2025 and the leak size was 3.6mm.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.